Manufacturer narrative:
Device is a veterinary product. No patient information will be reported. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a family friend. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019 a dog underwent an animal surgery for open reduction internal fixation of the femur fracture. The plate broke in the femur and the dog had a revision operation on (B)(6) 2019 with another device. This report is for one unknown plate. This is report 1 of 1 for (B)(4).

Event description:
Updated event description: it was reported that on (B)(6) 2019 a dog underwent an open reduction internal fixation (orif) surgery to treat the femur fracture caused by car accident. The implanted plate broke on (B)(6) 2019 refracturing the femur. The dog was reoperated on (B)(6) 2019 with new plate. Concomitant devices reported: unknown device (part # unknown, lot # unknown quantity 5); screw (part # unknown, lot # unknown, quantity 7). This report is for one (1) 2.7mm lcp plate 12 holes.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. G5: device is a veterinary product. 510k number is not applicable. H3, h6: a product investigation was conducted. Visual inspection: lcp plate veterinary (part#vp4031.12, lot# h115917) was received at us cq. Upon visual inspection at cq, the plate was observed to be broken at the eighth hole from proximal end. There were few scratches observed on the surface of the device which would not contribute to the complaint condition. Thus, the complaint is being confirmed. Dimensional inspection (calipers: ca215p): dimensional inspection of the received complaint device was performed at cq. The width of the plate was intended to be measuring from 7.4mm to 7.7mm and it was measured to be 7.54mm. The thickness of the plate was intended to be measuring from 2.4mm to 2.7mm and it was measured to be 2.61mm. All the dimensions of the plate are within the specification as per the drawing vp4031_04 rev. E. Documentation/ specification review: the relevant drawing(s) was reviewed; no design issues or discrepancies were found during this investigation. Investigation conclusion: visual inspection, dimensional inspection, and document specification review of the received device was performed at cq. The complaint is being confirmed as it is observed that the plate was observed to be broken at the eighth hole from proximal end. While a definitive root cause could not be determined, it is possible that the device might have encountered unintended forces. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part # vp4031.12, synthes lot # h115917, supplier lot # na, release to warehouse date: 15 jun 2016, manufactured by synthes brandywine. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.